Manufacturer narrative:
Follow-up information received on 04-may-2015 essure was placed on (B)(6) 2015. It was reported that patient requested essure removal due to complications. Patient had a x-ray when she felt and cracked tailbone and doctor told her that coils were out of place and floating in uterus. Patient with pelvic pain apparent allergic to essure desired hysterectomy to remove coils. A hysterectomy was done on (B)(6) 2015 with bso to remove essure. She was also told that fibers from device were coranogenic. Pathology was normal with devices intact. Symptoms of patient resolved after removal. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced cramping and lower back pain. These events were considered serious due to medical significance and they are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore, considering the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as incident due to the required surgical intervention for essure removal (hysterectomy). Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 23-mar-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015; the lot number used was b53560. Physician reported that essure was placed bilaterally without incidence. The patient returned to the office complaining of popping feeling in abdomen, cramping, mild fever of 99 degrees, itchy all over and lower back pain. On 05-mar-2015, per patient demand, a hysterectomy was performed for removal. The product technical complaint (ptc) investigation and final assessment were received on 01-apr-2015. (B)(4). Lot number b53560 (production date 25-jul-2013; expiration date 31-jul-2016). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and are not necessarily indicative of a quality defect. One further ae case reports have been received to date with the referred batch, but this case does not refer to a similar adverse type of event. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced cramping and lower back pain. These events were considered serious due to medical significance and they are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore, considering the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as incident due to the required surgical intervention for essure removal (hysterectomy). Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.